Manufacturer narrative:
The zero degree endoscope has been returned and evaluated by the failure analysis (fa) team. The endoscope was tested and placed on an in-house system or equivalent for functional testing, but it failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. Additionally, the endoscope cable integrated connector was visually inspected and found to be damaged. The endoscope cable integrated connector was visually inspected and found to be damaged. The endoscope was visually inspected and found to have damage to the button pack assembly. Visual inspection confirmed a hairline crack on the illuminator of the button pack assembly. The endoscope was visually inspected and was found to have damage at the distal end. The distal window located at the distal tip was visually inspected and found cracked. The endoscope was visually inspected and was found to have damage at the distal end. The distal window located at the distal tip was visually inspected, and a detached fragment was found. The endoscope camera module was disassembled for visual inspection and found with capacitors and inductor damage. The endoscope was tested after changing the cable for a known good cable into a test fixture, then a functional test to verify electrical/communication performance, and it failed of vision in both eyes. The endoscope tip was cut for visual inspection of the camera module, and damage was found on the component of the u3 siliconline mipi-to-serial capacitor (c12), which may cause the failure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm endoscope, 0° had a fault 45312 "loss of the right eye". The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no fragments fall into the patient's body.